Event description:
Pump didn't deliver the proper rate. During hydration of pt, pump did not deliver the amount entered. Used rate of 500 ml/hr to deliver 1 bag. Pump ran for 2-3 hours before the occurrence.

Manufacturer narrative:
The device eval is currently underway. A follow-up report will be submitted after the eval is completed.